Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the stimulator repositioned it's self and tilted while it was healing. The stimulator was causing pain when they sat down. Patient states their urologist repositioned the stimulator in the middle of march. Patient service specialist asked when this started happening and patient said within a week or 10 days of implant the first time. Patient said initially when they would sit down in a certain way it would start to pinch but in the beginning it would go on for so long that they would have tears in their eyes and then it started to abate and get lesser and lesser. Then the correction came in march and the same thing happened. Every once in a while when they sit down they would feel the pain but it wasn't as bad as it was the first time. Starting last night the pain is continual. Patient has called their doctor many times and no one calls back. Patient wants to know if this has happened before and what has been the solution. The patient was redirected to their healthcare provider to further address the issue. Patient requested that a message be sent to the rep to call them.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.